Manufacturer narrative:
On november 27, 2019 haemonetics was made aware of a nexsys pcs device in which the customer's technician observed a damaged interconnect pcb with a burning smell noted. The customer's technician evaluated the device and did not find any other damaged components, and has ordered a replacement component to be sent for resolution. Haemonetics has sent a replacement interconnect pcb to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On november 27 2019, haemonetics received a report of a nexsys pcs device which had failed the power on self test (post) protocol. The on-site technician evaluated the device and observed that a burning smell was coming from the unit, upon further inspection the technician found that the interconnect pcb had failed and required replacement. This failure had occurred during the post protocol, prior to the start of any procedure involving a donor. Haemonetics will send a replacement interconnect pcb to be installed by the on-site technician. The technician will perform the repairs necessary to replace the damaged component and will complete any calibration activities to ensure the unit meets manufacturer specifications prior to being returned to service. There was no report of injury as a result of the failed component and burning smell. The failure of this component will prevent the device from passing the post, which will prevent the device from initiating any procedures until it has been repaired and successfully completes the test protocol.